Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage closure procedure was being performed. A baseline pe was noted before the procedure however it was not thoroughly examined. No pe was seen on the four (4)-chamber view however a gastric view was not obtained. Fluid was noted in the transverse sinus prior to the procedure. A watchman fxd curve access system was positioned at the laa. A 20mm watchman flx closure device and delivery system (wds) was advanced and attempted but did not meet release criteria and was exchanged for a 24mm wds. The 24mm wds was deployed, and the closure device was implanted in the intended location. Post-implant, a pe was observed primarily by the right atrium and the right ventricle. The patient was monitored and after two (2) hours, a pericardiocentesis was performed and 270cc of fluid was removed. The patient remained stable.